Event description:
It was reported the patient has been experiencing tenderness at the ipg site. The ipg site was found to not have healed. A scab appears to be present at the ipg site and looks like it had been picked at. The tenderness subsides when stimulation is deactivated, but discomfort is present when the ipg site is touched. It was also reported the patient experienced a stinging sensation at the ipg site, but reprogramming addressed the issue. The patient will continue to be monitored by her surgeon.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.